Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damages of the handheld. However, while doing further investigation it was observed that the returned power supply revealed open and exposed wires. The customer reported event of frayed wires was confirmed for the power supply but not for the handheld cable as initially reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported that they observed fray on the handheld cable of the patient electronics device. The unit was replaced and there were no adverse consequences reported by the patient.